Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On 23-feb-2018, the reporter contacted animas and alleged that on (B)(6) 2018, the patient experienced a blood glucose of over 600 mg/dl, with abdominal pain, pain in the legs and chest and large ketones, associated with an alleged remaining insulin reading issue. Reportedly, the patient remained on the pump, and was treated in their physician¿s office with insulin via pump, and insulin via injection. During troubleshooting with customer technical support (cts), it was revealed that the loss of prime was triggered by an empty cartridge alarm and walked through completing rewind, load, and prime steps. This complaint is being reported because there was a bg excursion requiring medical intervention associated with training/misuse of the pump.